Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 25.2 mmol/l. The customer stated that he had issues with infusion set and had insulin block. Customer stated that after getting insulin, blood glucose went down to 22.7 mmol/l and after blood glucose was 19.1 mmol/l. It was unknown how the customer treated for their high blood glucose. It was unknown that customer using auto mode feature active. The insulin pump will not be returned for analysis.